Manufacturer narrative:
Philips service replaced the main luc controller card, reloaded software, and restored operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that motorized movement error prevented the geometry subsystem from determining ssd on an allura xper fd10. The clinical use of the system was outside clinical use. There was no reported patient or user harm.